Event description:
Cranberry brand hypoallergenic latex examination gloves size small ambidexdrious lightly powered, non sterile disposable gloves were placed on freshly washed hands after 10-15 minutes, gloves were removed and a red rash with pimply bumpsoccurred on the top surface of the hands. Itchy and burning sensation were also felt.